Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (value unknown). Cause was unknown. Customer went for a walk and delivered correction bolus in an attempt to address bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Recommendation was made for customer to consult with the healthcare provider regarding bg level.